Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the device revealed that it was returned deployed with blood present in the device. The returned body of the device, lever, foot, guide and sheath with no damage or abnormalities detected that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger was used to test the needle trajectory and was acceptable and not a contributing factor in the event. Based on the limited returned components the issue of a cuff miss could not be confirmed for this device. A probable cause for the reported event could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. The first and second perclose proglide (12673-05/920356h) is being filed under a separate medwatch MFR#.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure, using a preclose technique, of the common femoral artery after an interventional procedure. Reportedly, the suture did not connect with the needles. Hemostasis was achieved using two additional proglide devices. There was no reported adverse patient sequela. Though requested, additional information was not provided.